Event description:
It was reported that the device unexpectedly shut down while a patient was under treatment. The device displayed both visual and audible inop alarms. There was no patient harm reported and the patient was transferred to another ventilator.